Manufacturer narrative:
Isi has requested the sureform 60 stapler instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the sureform 45 stapler (part number 480460-09/lot number l12220718-0287) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. The complaint is reportable malfunction event due to the following conclusion: it was alleged that the sureform 60 stapler instrument tissue pushed out as staples were going in. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler instrument tissue pushed out as staples were going in. The customer stated the tissue did not cut. The customer opened another sureform 60 stapler instrument to complete the procedure. The procedure was completed robotically with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was inspected prior to use and no damage was noted. The reported issue occurred during diving/cutting sigmoid. The blue stapler reload was used. The surgeon selected this stapler because this blue reload fitted well. The stapler instrument did not work as expected. The issue happened during first fire. There was no error message generated. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. The targeted tissue was bowel. The surgeon resolved the issue by opening a new stapler. The stapler and reload was altogether returned. There was no injury and no bleeding /blood loss as the stapler didn¿t cut. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Staples were not malformed. They did not fire in line due to the defective product. The tissue was not calcified. The tissue had not been radiated nor had there been chemo. There was no tension on the tissue. There was no bunching of the tissue prior to the defective firing.